Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: lot information not provided - DHR could not be reviewed. Stock product reviewed results: lot information not provided - stock product could not be reviewed. Investigation methods/results: the device was returned but not in original package. The mount was verified to be an hahn tapered implant guided mount where the implant was attached to the mount. The implant was verified to be an hahn tapered implant ø5.0 x 8 mm (70-1154-imp0014) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the mount during the initial placement which may have caused a tight fit. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 6538 rev 5.0 (hahn tapered implant guided surgery system) contains the following statement in the implant placement section: "engage the implant connection with the appropriate implant mount." IFU 6538 rev 5.0 (hahn tapered implant guided surgery system) contains the following statement in the implant placement section: "with the implant secured to the implant mount, seat the adaptor atop the mount and engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Continue threading the implant into the osteotomy site until the hex flange on the implant mount meets the hex of the guide sleeve. Adjust the final position of the implant by aligning the hex on the implant mount with the hex of the guide sleeve. This will allow the restoring clinician to take full advantage of the anatomical abutment contours and minimize the need for abutment preparation. A minimum torque value of 35 ncm upon final seating indicates good primary stability."

Event description:
It was reported that the hahn tapered implant guided mount failed. The patient's bone type is ii. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. During placement, the provider noted that the "hand-placed implant and mount would not separate from the implant after placement." The provider had to reverse the implant out with a wrench. The patient's current status is noted as good and that a replacement implant is scheduled for a later date.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section d d4: complete device information not provided when asked. Section h h4: complete device information not provided when asked.

Manufacturer narrative:
D6a and d6b were reported as (B)(6) 2023, however, the complaint device is the guided mount which is intended to be inserted and removed. Therefore, these fields should not have been reported. The implantable device, however, was implanted and explanted on (B)(6) 2023. CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant guided mount failed. The patient's bone type is ii. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. During placement, the provider noted that the "hand-placed implant and mount would not separate from the implant after placement" and "mount screw looks to have broken". The provider had to reverse the implant out with a wrench. The patient's current status is noted as good and that a replacement implant is scheduled for a later date. There was no patient injury.